Manufacturer narrative:
According to the available information the ipp was revised due to alleged leakage coming from reservoir location. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. As no lot # was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed.

Manufacturer narrative:
Corrections: item number, catalogue number, UDI number. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and detached inlet tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A group of striations, indicating contact with unshod instrumentation, was noted on the longer exhaust tube of the pump. This is a site of leakage. Abrasion was noted on the exhaust tubes of cylinder 1 and cylinder 2. A group of striations, indicating contact with unshod instrumentation, was noted on the exhaust tube of cylinder 1 near the strain relief. This is a site of leakage. No functional abnormalities were noted with cylinder 2. The surfaces of the detachment site of the shorter exhaust tube of the pump appear to be rough and irregular, indicating stress was exerted. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. While no functional abnormalities were noted during testing with the returned components, microscopic examination of the surfaces of the exhaust tube detachment end between the pump and the reservoir revealed rough and irregular surfaces, indicating stress was exerted. Based on the overlapping of the pump tubes, in combination with device usage over time, this could contribute to sufficient stress to separate the inlet tube of the reservoir. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations on the longer exhaust tubing of the pump and the exhaust tubing of cylinder1 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or after explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a leak. It was noted the suspected leak was coming from around the reservoir location. No other adverse patient effects were reported.